Manufacturer narrative:
.

Event description:
Another country affiliate from compliance officer, reporting that the patient had submitted the following information: "the complainant in question was a user of these devices, and while traveling abroad was reported to have been diagnosed with a scratched cornea. The eye specialist was reported to have provided the user with antibiotics, which was claimed to have eliminated the symptoms. The complainant advises that a few weeks afterwards (while still abroad) that they were diagnosed with a severe infection in the affected eye. The eye specialist is claimed to have advised the user that the infection was caused by vulnerability stemming from the earlier damage to the cornea. Requested additional information from officer regarding event. Health officer stated that due to patient confidentially issues, no additional information will be disclosed. Reporter also indicated that the product in question would not be returned to the manufacturer for evaluation. A lot history of the product in question was requested and indicated that the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No additional information regarding this event is expected to be received. All MDR reportable events are reviewed in quarterly management review meetings.